Event description:
It was reported that syringe 0.3ml 31g 8mm whole unit 10bg 500 experienced foreign matter on device cannula/in fluid path, difficulty moving the plunger rod, and was unable to inject insulin. The following information was provided by the initial reporter: material no: 328438, batch no: 0314070. Consumer reported finding a liquid that came out of needle when moved plunger. Consumer reported finding the plunger to stick/not move properly when liquid was clogging the needle. Consumer reported a liquid was in his insulin vial.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned (24) loose 3/10cc, 8mm syringes. Customer states that the needle was clogged. All returned syringes were tested and all plunger rods were able to exercised in the barrel properly, indicating that all samples are able to draw properly. A total of 15 out of 24 samples exhibited a clear droplet of material coming out of the barrel when the plunger rod was fully depressed which also indicates that liquid could be draw and expelled properly. All 9 remaining samples were tested and all were able to draw and expel properly without any observed defects. Customer returned (24) loose 3/10cc, 8mm syringes. Customer states that the plunger rod got stuck. All returned syringes were tested and all plunger rods were able to exercised in the barrel properly. Customer returned (24) loose 3/10cc, 8mm syringes. Customer states that found a liquid that came out of needle when the plunger moved. All returned syringes were tested and 15 out of 24 samples exhibited a clear drop of liquid coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Bd was able to confirm the customer¿s indicated failure a liquid that came out of needle when the plunger moved. A review of the device history record was completed for batch#: 0314070 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced foreign matter on device cannula/in fluid path, difficulty moving the plunger rod, and was unable to inject inuslin. The following information was provided by the initial reporter: material no. 328438 batch no. 0314070 consumer reported finding a liquid that came out of needle when moved plunger. Consumer reported finding the plunger to stick/not move properly when liquid was clogging the needle. Consumer reported a liquid was in his insulin vial.